Event description:
The customer contact reported the device did not deliver a dose when the bolus button on the device is pressed. During testing at the user facility, the customer contact reported the bolus button was not "clicking." There were no reports of any adverse pt events or delays in critical therapy while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device did not deliver a dose when the bolus button on the device was pressed. This was due to the bolus button on top of the device was bent. This report represents all the info known by the reporter upon query by hospira personnel; (B)(4).